Manufacturer narrative:
Date sent: 03/18/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a breast biopsy procedure, the foreign matter, which looks like an artifact, was found in the first collected tissue. It was confirmed that the foreign matter was a tip of a syringe by the hospital. When the syringe was inserted through the sample notch to check with normal saline and the notch was closed, the tip was cut and remained inside the needle. There were no adverse consequences to the patient.